Event description:
It was reported that medical fluid leaked "from near the infusion site". The event occurred in late nov-2023. This occurred during patient use. No patient harm/adverse event reported.

Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. E2 - incorrect due to system limitations. E2 - correct response: no, non-healthcare professional. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: 1/8/2024, h3 and h6 - updated. Device investigation: one device was received for investigation. The complaint sample was visually inspected, at 12¿ to 16¿ under normal conditions. No damages or other defects were detected on the sample. During the functional test it was detected that the distilled water pass through the sample without difficulty. The reported complaint is not confirmed. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.